Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the stopper pop out. The following information was provided by the initial reporter: "sst tube pop off. Sst pop tubes off when used using the wing needle."

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the stopper pop out. The following information was provided by the initial reporter: "sst tube pop off. Sst pop tubes off when used using the wing needle."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.